Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the device powers up but there is no display. The complainant indicated that there was no pt involvement in the reported malfunction.